Event description:
It was reported that that ventilation seemed difficult and ventilation pressure was only increasing after an hour of intubation. Modifications to the ventilator settings were unsuccessful as it was revealed an elbow tube was in the way. The tube was replaced since it was noticed the plastic was not strong enough. There was patient involvement, but no harm was done to the patient

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4 - expiration date, d4 - primary UDI number, g2 - report source and h4 - device mfg date; corrected. H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.